Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead impedances began rising and the capture thresholds had jumped since implant. A lead integrity alert (lia) later triggered on the rv lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). There was undefined high pacing impedance and high thresholds observed. The patient was brought in for a revision. Upon disconnecting from the device and testing the rv lead, all sensing, impedances and thresholds were within normal ranges. Trouble shooting determined that there had been air in the device header/grommet causing a "piston effect". In addition, there was a loose setscrew.  The implantable cardioverter defibrillator (ICD) and lead was re-connected and all measurements were within normal limits. The lead and device remain in use. No patient complications have been reported as a result of this event.